Event description:
This is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring surgical mitral valve replacement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with challenging anatomy. The clip delivery system was advanced to the mitral valve leaflets and the clip was positioned on the a3/p3 position on the leaflets. The mr was reduced to 3. A second cds was then advanced; however, it was observed that the first clip had detached from one leaflet, and remained attached to the other leaflet (single leaflet device attachment/slda). The mr had returned to 4. The second cds was removed without any attempts to grasp the leaflets. The patient was confirmed to be clinically stable post-procedure, and will be scheduled for mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, mitraclip clip delivery system, steerable guide catheter. The customer reported the mitraclip delivery system was discarded and the clip remained in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint-handling database identified no other incidents reported from this lot. The investigation concluded that the single leaflet device attachment (slda) appears to be related to patient pathology/morphology and user technique/procedural conditions, as the reported thick anterior leaflet, in conjunction with difficulties visualizing the clip during the procedure, likely contributed to the reported slda of the clip. In addition, it should be noted that there was no reported issue or malfunction with the clip delivery system device during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.